Event description:
This drainage catheter was placed for a chest drainage procedure. It was noted post placement, the hub had detached from the catheter. The catheter was removed and another catheter immediately placed. No pt complications resulted from this event. This device has not been received for eval. Therefore, a failure analysis is not available and the co is unable to determine if the device met its specifications. The co believes user technique, and/or pt anatomy may have contributed to this event. However, without evaluating the device the co is unable to determine the relationship between the device and the cause for this event.